Event description:
It was reported that while stimulation was on the patient could not get stimulation to his left leg. Additionally, the implant site was sore. It was attempted to reset the battery with the assumption that the device was overdischarged. The antenna locator feature was used but there were no positive results. The patient was to make an appointment with the healthcare provider to discuss next steps. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).